Manufacturer narrative:
(B)(4). Approximate age of device ¿ 19 days. The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported event could not be determined. The instructions for use lists bleeding, stroke, infection, and sepsis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed sepsis and was treated for a pump pocket infection with vancomycin and cefepime. On (B)(6) 2015, the patient underwent an incision and drainage procedure. On (B)(6) 2015, blood cultures taken were positive for staphylococcus aureus. On (B)(6) 2015, the patient was admitted to the hospital and a head CT scan was performed and showed multiple areas of intraparenchymal hemorrhage, moderate marked herniation from left to right. The patient's inr upon admission was 1.23. Neurology was consulted and suggested to stop anticoagulation; however, due to the severity of the stroke the family decided to withdraw care. The patient expired on (B)(6) 2015 due to hemorrhagic stroke.